Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the followings. Due to the failure of the video communication to the processor by the failure of the cable by the user handling. Due to the failure of the ccd unit by the material deterioration of the ccd sensor by the ultraviolet rays. Also omsc was informed detailed information of the event that image failure (vertical lines) occurred during the resection of the prostate and the procedure was completed successfully with another device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed the occurrence date of event is unknown. There was no report of patient injury associated with the event.